Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed two openings on radius and anterior assessed as surgical damage and observed an opening assessed as fold flaw opening. Additional observations: crease fold and wear abrasion observed on the device. Yellow particles observed inside the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "deflation implant exchange." Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "deflation implant exchange." Device has been explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: a4.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: review of all complaints of a050401 - fluid leak for the period of jan 2021 through dec 2022 related with date opened and found no adverse trend in the event rate with respect to the reported event. See ¿I chart of a050401 fluid leak for saline breast implants¿ attached. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported left side "deflation implant exchange." Device remains implanted.